Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33.3 mmol/l with moderate ketone levels; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline, insulin, and potassium fluids. Customer has not been released from the hospital. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.